Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 dilatation catheter was returned for evaluation. Rupture was able to be observed on the returned balloon catheter. There were no other specific anomalies noted during the visual evaluation. The balloon fibers were stripped under microscopic observation and a partial circumferential balloon rupture was observed. No other functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as a partial circumferential rupture was noted on the balloon during microscopic observation testing of the returned device. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 02/2025.

Event description:
It was reported that during an angioplasty procedure via left ellipsys endovascular fistula towards the arterial side, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another balloon. There was no reported patient injury.